Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware post aquablation treatment, and during hemostasis, a prostate capsule perforation was observed (per manufacturer's instructions for use, prostate capsule perforation is a perioperative risk of the aquablation procedure). The surgeon's opinion was that the surgical map was planned too deep. In response to the prostate capsule perforation, the surgeon left a foley balloon catheter in place longer to allow for healing of the perforation. The patient did not experience any immediate issues. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware post aquablation treatment, and during hemostasis, a prostate capsule perforation was observed (per manufacturer's instructions for use, prostate capsule perforation is a perioperative risk of the aquablation procedure). The surgeon's opinion was that the surgical map was planned too deep. In response to the prostate capsule perforation, the surgeon left a foley balloon catheter in place longer to allow for healing of the perforation. The patient did not experience any immediate issues. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) ab2000-b rev. B/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o prostate capsular perforation 5.6 precautions: procedure: when in the transverse trus view, ensure the resection angle is not set beyond the prostate capsule. When in the sagittal trus view, ensure the contour does not extend beyond the desired resection region. Failure to do so may result in prostatic capsule perforation. A similar complaint review for a 12-month perioud was conducted, which confirmed one (1) other similar event was reported to procept. A root cause for the reported event could not be determined. Prostate capsular perforation is a potential risk of the aquablation procedure. Based on the information received, plus the review of the log file, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.